Event description:
It was reported that after opening three proglide devices, it was found that the sutures came out of each device. The devices were not used for the procedure. There was no patient involvement. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional 2 vessel closure devices with reported issues referenced are being filed under separate medwatch report numbers.

Event description:
Evaluation of the returned proglide device revealed that the device had been used and deployed. No additional information was provided.

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported unintended motion could not be tested as some components were not returned. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. B1: updated from 'product problem' to 'adverse event, product problem'. B5: describe event or problem- additional information was received. H1: type of reportable event updated from 'malfunction' to 'serious injury'. H6: health effect - impact code 2645 was updated to 4641.